Event description:
It was reported that the patient went over a surgery that was not heart related and the physician sliced through this brady lead. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction on h6 evaluation conclusion codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went over a surgery that was not heart related and the physician sliced through this brady lead. This lead was surgically abandoned. No additional adverse patient effects were reported.